Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests could not be performed due to the unresponsive buttons. The unit had minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the keypad on his insulin pump was completely unresponsive. The customer discovered the issue when his pump alarmed with threshold suspend and he was unable to clear the alarm. He changed the batteries to his pump but the keypad issue persisted. The patient's blood glucose at the time of incident was 156 mg/dl. During troubleshooting he stated that he got out of his car and dropped the pump about thirty minutes ago. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.